Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient was planking at the time. An in-office follow-up found noise in all sensing vectors. The doctor programmed the therapy off and sent the patient home. There were no additional adverse patient effects.